Event description:
Sales rep fax reports that the needle is not attached to the suture, and that the needle is frayed at the other needle swage point. There is no adverse consequence or surgical delay reported.